Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e721 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a leak that occurred at the hematocrit sensor during a treatment procedure. The customer stated that the leak spilled into the instrument's photoactivation chamber. The customer reported that the treatment was aborted and only the contents of the return bag were returned to the patient. The customer stated that the patient was fine. The customer reported that there were no alarms during prime, and there were also no alarms prior to observing the leak. The customer stated that they had just started the procedure when the leak occurred. The kit was not returned for investigation as it was already discarded..